Event description:
The constellation vitrectomy machine stopped cutting, but contributed to aspirate retina incarcerated into cutter. During a laceration repair of the retina, the laceration that was already present got bigger. We have returned multiple flex tip rfid laser probes with this machine. Recently, an alcon rep stated a manufacturing issue. The illuminated probes will not be used until alcon addresses issues with this disposable probe. The alcon field service rep replaced the pneumatics module on the vitrectomy machine.